Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's display was unresponsive. The programmer was to be scrapped.

Event description:
It was reported that the programmer intermittently goes unresponsive to stylus or touch. It was also reported that the programmer screen would lock up. Power cycling the programmer does not resolve the issue. The programmer has been returned to service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.